Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, during the procedure, the snare loop broke when it was cutting through a polyp. The complainant noted that no part of the device had detached. A second sensation jumbo oval snare was used (with the same generator settings) to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, during the procedure, the snare loop broke when it was cutting through a polyp. The complainant noted that no part of the device had detached. A second sensation jumbo oval snare was used (with the same generator settings) to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due to a detached handle cannula. The loop was inspected and found to be intact. All measurements taken of the device were found to be within specification. The condition of the returned device was not consistent with the complaint that the snare loop broke. Although the snare loop was not broken, the reported issues of difficulty cutting were caused by the detached handle cannula. The most probable root cause of this issue was improper assembly of the handle and handle cannula. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.